Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received five shocks due to twos (t-wave oversensing). The lead remains in use. No further patient complications have been reported as a result of this event.